Manufacturer narrative:
The motor error alarmed during basic occlusion test due to faulty force sensor resistor. They were unable to perform the occlusion, prime/compromised force sensor system, and the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and passed the motor test. All operating currents are within the specification. No unexpected low battery, battery out limit, or off no power alarm noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot.

Event description:
The customer reported via phone call that she had a motor error alarm that occurred 3-4 times on the insulin pump. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer mentioned that her blood glucose was in the 300's mg/dl and they are never like that.